Manufacturer narrative:
Evaluation summary: one unit was evaluated. It was inspected and the reported issue was verified. The front, top and bottom cover was broken and also the interface, screws and rubber feet was missing. The battery is too old and needs to be replaced. The device failed to meet specification as it was received or made available for evaluation. The investigation isolated the failure to the defective keyboard and the dib pcba card. The failure relates to the reported complaint event. Complaint trends will be reviewed and monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit had an issue with the alarm. There was no allegation of patient death or serious injury associated with this event.